Manufacturer narrative:
Additional information: section d4 (sn) has been updated from (B)(6) to the product returned (B)(6). Sensor (B)(6) was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed with the returned adhesive. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to releas. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a customer reported an adhesive issue with the abbott diabetes care (adc) sensor. The sensor prematurely detached after three day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer received third-party treatment of insulin\glucagon or other medication by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which a customer reported an adhesive issue with the abbott diabetes care (adc) sensor. The sensor prematurely detached after three day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer received third-party treatment of insulin\glucagon or other medication by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.